Event description:
It was reported that during the implant procedure, inserting the right ventricular lead into the pulse generator was difficult. Eventually, the lead was inserted into the connector and the device was implanted.